Event description:
Caller reported a malfunction on the pump that occurred last night and took steps found on reddit to address the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information, but the customer had already reset the pump on her own, and the malfunction code did not recur. Customer was advised to continue using the pump and instructed to call back if any malfunction code recurs, which she acknowledged and understood.